Event description:
Patient's wife came to door and reported that pt was experiencing a burning and tingling sensation at left radial arterial line site. I went and looked at site, checked hand warmth, and capillary refill. The arterial line pressure waveform was dampened on monitor. Pressure bag was noted to be empty, then tubing to manifold noted to have air in line, and then air noted to arterial line site. Blood was aspirated to safeset, then stopcock to pt was turned off. A new flush bag was hung (ns), and the tubing was flushed and reconnected to pt. He then had a correct waveform on the monitor. The cardiac ancp was here at bedside. Blood could be aspirated, but the safeset could not be flushed the full 10cc. Only 7cc could be flushed. We started to change the manifold, but pt continued to complain of a burning sensation at site. Order to discontinue arterial line. Hosp contact notified of equipment malfunction. Team leader also notified. Manifold sent for return to MFR.